Manufacturer narrative:
A) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) since lot #: 17145395l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during a clinical trial remarqable sponsored by bwi, hypervolemia occurred with a thermocool® sf nav uni-directional catheter. The patient required medication as an intervention and his medical history is unknown. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is definitely procedure related.